Event description:
It was reported that a clearlink system catheter extension set leaked from a hole on an unspecified component. This occurred approximately 24 hours into patient infusion of an unspecified drug. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The exact age of the patient was not specified; however, it was reported that this was a pediatric patient. The patient was reported to be a pediatric patient the user facility submitted a voluntary report to the FDA ((B)(4)). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). An unused device of the same lot as the actual device is reported to be available for evaluation, and a request for its return has been made. Should additional relevant information become available, a supplemental report will be submitted.